Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient called for assistance with a full supply change using a contact detach infusion set. While being guided, the patient began feeling ill and confirmed she felt high but was not connected to the pump. The highest blood glucose (bg) reported was 348 mg/dl. The patient declined to verify with a fingerstick and requested to end the call. Follow up information indicated that the patient gave herself a shot of fast acting insulin. The patient experienced dizziness and felt sick during the event. No medical intervention required at the time of call.